Event description:
Patient reports leak in port. Follow up findings: per the pt, the dr had found a kink in the tubing, where it had folded over in her abdomen and caused the tubing to wear through and leak. She said, there was no manufacturing defect with the device and it would not be sent back to us.

Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery. Based upon the implant data provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Inamed has not rec'd the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."